Event description:
Clinical Narrative UPDATE from AEI, 2026-7-29:Further clinical details have been reported from the field. The pump was noted to be explanted due to persistent suction. The team had been unable to achieve flows above Performance Level P-1 without suction. The team attributed this to underlying Right Ventricular failure. There was and additional concern or possible ST-segment elevation Myocardial Infarction induced cardiac tamponade.Prior Clinical Narrative:Impella CP was inserted via the right femoral artery in a 40-year-old male patient presenting with Acute Myocardial Infarction and Cardiogenic Shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. Prior to the pump delivery the patient was known to be supported by inotropes and vasopressors.While on support the the device functions with 5% Dextrose in water with sodium bicarbonate in the purge solution. Pump metrics were not reported.On the day after the pump insertion the patient underwent transcranial doppler which revealed microembolic signals. The Neurocritical care team documented concern for potential embolization, likely secondary to the Impella CP. Due to the concern the Impella CP was removed and replaced with an Intra Aortic Balloon Pump (IABP). No confirmed stroke or transient ischemic attack was documented. A Computed Tomography (CT) was performed on day after explant which showed no acute intracranial process.The patient survived the event. With limited clinical information regarding the patient and anticoagulation, the event can not be dissociated from the use of the Impella.

Event description:
Clinical Narrative UPDATED, new AE from study 2026-8-3:The medical operator has forwarded further clinical details regarding the patient and harm.On the day of hospital admit (6/26/2026) there were labs drawn and hemoglobin was noted to be 15.4g/dL. After pump delivery and angioplasty the hemoglobin dropped to 12.1g/dL and further dropped to 8.3g/dL on 6/27/2026. This prompted the infusion of blood products. Platelets were also infused as platelet count had also dropped from 114,00 to 20,000 platelets per microliter of blood. Fibrinogen levels were also assessed by the operator on 6/26 and 6/27. The fibrinogen level originally was 74mg/dL and after infusion of Cryoprecipitate the level rose to 107mg/dL.Beyond the hemoglobin, platelet, and fibrinogen levels observed on 6/26 and 6/27 the patient's renal function was also assessed. Acute kidney injury was present after admission in cardiogenic shock, pump placement, and angioplasty. Due to the acute kidney injury the patient was placed on continuous renal replacement therapy (CRRT). This dialysis was ongoing when multiorgan failure was determined. The CRRT was initiated on 6/27 and the patient expired on 6/30.The patients death is most likely attributed to the underlying critical condition due to cardiogenic shock as the patient presented in SCAI Stage E, continued escalation of medical therapies with multiorgan failure, and the patients continued deteriorating condition. The death did occur 3 days post pump explant, though the medical team did allege the harms did have possible and probable relation to the use of Impella, and as such we can not dissociate the outcome from the use of Impella.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Additional information was provided in B1, B2, B5 and H1. Upon further review, the product problem, death status, date of death, event description, and report type were updated accordingly to accurately reflect the appropriate reportable event category based on the newly received information.Corrected information was provided in D3. Upon review, it was identified that it was inadvertently omitted from the initial report.Corrected information was provided in D4. Upon review, the primary UDI number has been updated.Additional information was provided in D10 and H6 to capture the newly added clinical and impact codes based on the newly received information.